Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump¿s keypad was peeling/torn/worn and the up arrow, down arrow and ok keypad buttons were unresponsive. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issues remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission 08/23/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/01/2013 with the following findings:the keypad was found to be torn over the ok button. During testing, the up arrow keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.